Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. The customer was using cold insulin and filling their cartridge to 300 units. Customer loaded a new cartridge to resolve the issue. The customer¿s blood glucose level was 130 and 116 mg/dl.